Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the joystick is turning on by itself and sometimes moving on it's own according to end user.